Event description:
The pt reported that the up arrow button was not responding on keypad and has to hold button down in order for it to respond. Buttons do spring back. The reporter denies damage to keypad or exposure to water.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.